Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was unrecoverable. A field service engineer (fse) found the issue was confirmed with mini drawer 1 in positions 1.1 and 1.2. Pocket 1.1 displayed a short circuit error, and pocket 1.2 showed a failed-to-open error. Recovery through the application was not possible, and trays 1.1 and 1.2 did not operate in hta (hardware test application). All other trays were verified to be operational. Then the fse removed tray 1.1 and revealed that the flex cable had been damaged, so replaced mini drawer tray 1.1 and the operation of drawers 1.1 and 1.2 were tested in hardware test application and the issue was resolved. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to recover mini drawer and all trouble shooting unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.